Event description:
It was reported that air dermatome handpiece did not work. There was no pt harm or delay reported.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/10/2009 and was last repaired on 03/08/2011. Eval of the device observed it operated erratically, outside of motor speed spec, and produced an abnormal noise during operation. Prior to repair, the device was outside calibration spec at the zero thickness setting by on the left side, right side and failed side to side calibration. At the thickness setting, it was out of calibration spec on the left and right side. Repair of the device included replacement of the motor, head, control bar, thickness control lever, calibrating shaft, throttle lever and the standard repair parts. Lack of preventative maintenance by the customer most likely caused the motor to malfunction, which most likely caused the customer's reported event. The device was serviced and returned to the customer.